Event description:
It was reported that when they opened the package, they found that the inlet tube of the drain bag was kinked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. The product had caused the reported failure. Received only photos attached in trackwise record. Based on the attached photos, it was observed that inlet tube was kinked. However, the exact cause of how and when problem occurred could not determine. The reported event is confirmed as unknown cause. Unable to perform functional and dimensional testing due to only photo provided for investigation. A potential root cause for this failure mode could be, ¿operator error, wrapping too tight causing kink inlet tube". A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: closed system drainage bag: 2,000 ml. Precision urine meter:350ml. Cautions/warnings. This is a single use product. Do not reuse. This product must be stored in a cool, dry place, away from wet and direct sunlight. Should the package is damaged, do not use the product. This product is sterilized by ethylene oxide gas. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they opened the package, they found that the inlet tube of the drain bag was kinked.